Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the stylus was inoperative and that there was physical damage. The bezel was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was not working and it was noted that there was physical damage. The programmer was returned for service. No patient complications have been reported as a result of this event.